Manufacturer narrative:
Follow-up #1 date of submission 03/10/2015-product analysis:the device was returned and evaluated by product analysis on 02/24/2014 with the following findings:review of the pump¿s black box revealed rebooting events. The pump did not power on. No battery compartment or battery cap damage was observed. Moisture was observed on behind the display lens. Leak testing revealed a pump case leak. Moisture was observed on the pump¿s printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.